Manufacturer narrative:
(B)(4). Batch # x94x7n. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip applier was not bending the clips and it was being shot out straight. A new device was used to complete the procedure. There was no patient harm.